Event description:
On (B)(6)2010, the patient was implanted with an scs system. The patient complained of neck/chest pain that radiated into her left shoulder and arm after the patient was taken to the recovery room. The doctor removed the trial lead at the patient's request. The patient continued to have chest pain so, the doctor worked her up as a chest pain patient and sent the patient to the hospital.

Manufacturer narrative:
The device history and sterilization records were reviewed. The device history and sterilization records were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.